Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultramini meter was not powering on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter power issue began on (B)(6) 2014 at around 10am in the morning. The patient manages his diabetes using insulin and self-adjusts his dose. The patient denied making any changes to his usual diabetes management routine in response to the reported issue. On (B)(6) 2014, the patient reported experiencing symptoms of ¿sweaty and shaky¿ approximately 2 hours after the alleged power issue began. The patient denied receiving any treatment or any form of medical intervention in response to these symptoms. At the time of troubleshooting, the csr confirmed that the meter battery did not require to be replaced, it was not the first use of the product and that the meter did not turn on when the power button was pressed. The csr also confirmed that the correct test strips were being used. The csr was unable to resolve the issue during troubleshooting, and replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged power issue began.